Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped and component failure of the charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error message e104 is caused by a component failure of the charged coupled device. Additionally, the light guide bundle was chipped was caused by a component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had an error e104. The issue was found during inspection for use. There were no reports of patient harm.